Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a skin irritation in mid back about 1 cm by 1 cm and that is bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a band aid for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.